Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch select meter has a power issue (meter does not turn on). The complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication. The power issue began on the morning event date. On the day of concern, the patient did not take any action. On the morning of the following day, the patient went to the emergency room where she was treated with insulin by her healthcare provider. At 1:30 pm, the patient reportedly obtained a blood glucose reading of "477 mg/dl" on the hospital meter. The patient did not have any symptoms. During troubleshooting, the customer care advocate verified that there was no product misuse, the battery did not need to be replaced based on the information provided, and the meter did not power on with the power button. This complaint is being reported because the patient claimed she received medical intervention that was suggestive for hyperglycemia 1 day after the power issue began. Replacement products were sent to the patient.